Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis of cardiac arrhythmia procedure and was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce fluoro. Review of the system log file showed that an error stating exposure failed due to connection with system interface board(sib). The fse replaced the sib. After replacement of sib, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not x-ray. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the system interface board (sib). The device was returned to expected functionality.